Manufacturer narrative:
Conclusion: the valve remained implanted, no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: intra procedural angiographic images were provided for review. The patient¿s executive summary was not provided for anatomical review. Valve depth assessment prior to release revealed a depth of approximately 8mm at the non coronary cusp (ncc) and 14mm at the left coronary cusp (lcc). Recapture is recommended if depth 1mm or >5mm thus a recapture was warranted. However, the implanting team decided to release the valve which resulted in a ventricular dislodgement to the level of the waist of the evolut, and aortic insufficiency. The decision was made to snare the valve with two separate snares. During the snaring, the valve can be seen as it dislodged aortic. The dislodged valve was left in the ascending aorta and a non-medtronic valve was implanted. Upon review of the information provided, the primary event of severe aortic regurgitation from a deep implant, that dislodged into the left ventricular outflow tract (lvot) requiring snaring into the ascending aorta, above the sinotubular junction (stj), and subsequent implant a 2nd non-medtronic valve, is assessed as likely related to the evolut pro valve. The image review supports this sequence of events. The adverse events reviewed in this medical safety assessment (msa) are known potential risks associated with the implantation of the evolut pro valve. The reported harms and severities are documented in the risk files and instructions for use (IFU). No further safety assessment is required at this time. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this event, it was reported that the attempt to implant at a deep implant depth (8 mm) resulted in the dislodgement. This is supported by the image review, which determined that per medtronic best practices, a recapture was warranted. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, the regurgitation was a result of the initial dislodgement. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that no pre-implant or post-implant balloon aortic valvuloplasty (bav) was performed.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve implanted into a patient with a aortic annular perimeter of 74 millimeter (mm). The valve was recaptured two times due to being deep. A third deployment was performed, however the valve remained deep at the 3-cusp view. The physician decided to proceed with deploying the valve. Upon full release, the valve dislodged into the left ventricular outflow tract (lvot) causing aortic regurgitation and requiring snaring from the femoral and radial access. The valve was pulled into the ascending aorta and positioned above the sinotubular junction (stj) at the ascending aorta. Subsequently, a non-medtronic valve (edwards) was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A: select patient information cannot be included in regulatory report due to regional privacy regulations. Concomitant medical products: product ID envpro-16; product type: 0195-heart valves; product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.